Event description:
Loss of integration. Customer reported implant loss integration during clinical procedure.

Event description:
Loss of integration. Customer reported implant loss integration during clinical procedure.